Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device went to elective replacement indicator (eri) causing the device to reset to nominal settings and causing the patient to feel unwell for the last couple of months, along with "winded with activity." It was noted that the patient's device battery depleted in four months when the expected longevity was ten plus months. It was noted that the device nurse relayed distrust in the battery longevity of those batteries that are within one year of longevity, and will check the devices more frequently. The device was explanted and replaced. No further patient complications have been reported as a result of this event.